Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer indicated via phone call that the insulin pump has alarmed no delivery during priming. The customer's blood glucose wsa unknown. The customer was advised to change the set, reservoir and infusion set and insulin exited the tubing but alarmed no delivery. The customer tried again however, the no delivery alarm occurred a second time. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.